Manufacturer narrative:
Title: transcatheter aortic valve implantation with the new-generation evolut r¿ comparison with corevalve® in a single center cohort authors: eberhard schulz , alexander jabs, tommaso gori, stephan von bardeleben , ulrich hink1,walter kasper-könig , christian friedrich vahl, thomas münzel journal: the ijc heart and vasculature; 12 (2016) 52¿56. Date of acceptance used for event date no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature to compare short-term functional and clinical outcomes of the evolutr (86) transcatheter aortic valve implantation (tavi) with the established medtronic corevalve (cv) system (65) (serial numbers not provided). All data was collected from a single center between 2013 and 2016. The study population included 151 patients (predominantly female; mean age 83 years). Among all patients adverse events included: aortic regurgitation (paravalvular leak [pvl]) - trace to moderate (138), valve-in-valve (2) due to valve dislocation, implantation of a covered vascular stent (13), surgical vascular repair (3), permanent pacemaker implant due to asystole (4) or 2nd/3rd degree av block (13), pericardial effusion (1) due to left ventricle perforation by a non-medtronic guidewire requiring conversion to an open procedure, and acute kidney injury (aki) (2). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.